Event description:
Customer purchased multipack of tight fit (green) tooth cleaners through amazon. Customer complained about the wire that it is thinner and the brush head smaller. The first time they used the new product the wire broke. The second time they tried one (a second brush) the wire got caught between their teeth.